Manufacturer narrative:
The initial complaint was reviewed and found not reportable. This part data was created in error. Only the locking caps were loosened. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier: (B)(6). Date of device loosening is not known. Additional product codes: mnh, mni, kwq, kwp. Lot numbers provided for part 04.631.500 are 7951942 x2, 7918298 x2, 7918302 x5, and 7964212 x1. It is not known which lot number is associated with this screw body. UDI: (B)(4) lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital contact telephone: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with two (2) rods, unknown number of minimally invasive reduction screws (mirs) and unknown number of mirs locking caps at unknown levels on (B)(6) 2012. On unknown date x-rays revealed that some of the locking caps had loosened. Patient was returned to surgery on (B)(6) 2017 for revision surgery. It is not known if any additional hardware was implanted at that time or if all hardware was simply removed. Concomitant devices reported: rod (part number unknown, lot number unknown, quantity 2); screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) mirs polyaxial screw body. This is report 2 of 8 for (B)(4).